Event description:
It was reported that during an unk procedure, the device was locked out and the blade was broken. The broken part was removed from the pt's body. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6; info anticipated, but unavailable at this time.